Event description:
Philips received a complaint on the v60 ventilator indicating that the pressure sensor failed during patient setup. There was no patient harm reported. The customer informed the remote service engineer (rse) that the proximal pressure sensor autozero failed during setup. The customer noted error code 110b (check vent: proximal pressure sensor auto zero failed) in the event log. The customer was provided the manual for reference as part of the troubleshooting. The customer was advised to replace solenoid 3 and 4 and to check the data acquisition (da) pcba pins for alignment. It was also advised to check internal exhalation port and right-side inlet port for blockage. The customer acknowledged these steps and stated they would order the advised part. The customer did not confirm the ordering of replacement parts or resolution as a result of any parts replacement or troubleshooting steps. No further information was received from the customer regarding resolution. It is considered that the customer has resolved the device failure using the troubleshooting steps and options provided by the rse. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17075.